Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h14b19083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Companion samples were returned and evaluated. A visual inspection was performed and no issues were noted with the samples. Functional testing was performed. Leak testing, clamp function testing and a clear passage test did not reveal any issues. Simulation of therapy was performed with the use of the homechoice (hc) device, but there were no problems identified. The returned companion samples met product specifications related to the reported event. Therefore, the reported event could not be verified through companion sample evaluation. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the home patient (hp) in clearing the alarm and ending therapy. The hp stated they would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.